Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer provided 20 patient samples for investigation. The results of all 20 patient samples were comparable with both ft4 and ft4 generation 2.

Event description:
The customer first reported that they were seeing a positive bias on results with a new lot of free thyroxine (ft4) reagent. The customer said the their endocrinologist was questioning ft4 results for an unknown number of patient samples since ft4 results were elevated compared to normal tsh results. The customer ran a patient sample correlation with a reference laboratory using 33 patient samples. The sample correlation used most of the samples that the endocrinologist had previously questioned. Of the 33 samples, three had erroneous results for ft4. It was asked, but it is not known if these samples were used for diagnostic purposes or if any erroneous results were reported outside of the laboratory. The reference laboratory results were believed to be correct. The first sample initially resulted as 3.4 ng/dl. The sample was repeated at the reference laboratory where it resulted as 2.8 ng/dl. The second sample initially resulted as 1.89 ng/dl on 08/08/2014. The sample was repeated at the reference laboratory where it resulted as 1.4 ng/dl. The third sample initially resulted as 0.77 ng/dl on 08/14/2014. The sample was repeated at the reference laboratory where it resulted as 1.1 ng/dl. The patients were not adversely affected. The ft4 reagent lot number was 17880601 with an expiration date of 07/31/2015. The field service representative could not determine a cause. He installed a new ft4 second generation assay to replace their current assay. He ran calibration and quality controls and these were successful.